Event description:
It was reported that during implant, no sensing was observed. During implant, the patient when into asystole required resuscitation. After repositioning the lead, sensing was achieved. It was later reported that the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.